Event description:
It was reported that a patient using a g7 continuous glucose monitor experienced recurrent low glucose alerts during the night, did not confirm with a fingerstick, and treated the episode with oral carbohydrates. Symptoms included hypoglycemia. Outcomes included the need for self-treatment with oral glucose. Investigation included complaint handling and assignment for user training. Investigation of this case revealed that the cause of the hypoglycemia was unclear. It was concluded that additional training would be provided and that no device malfunction was identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.